Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2014 with the following findings: there was no activity related to complaint observed in the pump history. A review of the black box revealed data from (B)(6) 2014. A review of the black box and history for the reported issue on (B)(6) 2013 was found to be overwritten. During evaluation, a timekeeping accuracy test was performed; the pump was found to be keeping time accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and left a message stating there was a discrepancy with the pump data download for a date issue. The date reportedly was set for 2014. It was noted that customer support (cs) contacted the patient multiple times and was unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.